Event description:
It was reported that the right ventricular lead had a high impedance and did not sense or capture. It was also reported that the helix would not retract "due to apparent perforation". Potential muscle/nerve stimulation, positioning/fixation difficulties and dislodgement were also reported. The lead was replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Proximal conductor was distorted, outer insulation was breached/cut, heliz was distorted/bent, and the lead was stretched. Damage at implant was noted and blood was found in the proximal conductor.